Event description:
It was reported that during an atrial fibrillation (afib) procedure, there were four issues that occurred. The procedure was completed. No patient injury was reported. First issue, after inserting the smart touch bidirectional catheter into the cardiac cavity, the value of contact force indicated high although the catheter did not touch the heart wall. The catheter was removed from the patient and in its spring part, blood was found. The issue was resolved by changing the catheter. This reported complaint is not indicative of a reportable event. Upon product receipt the bwi failure analysis lab noted on (B)(6) 2014, that there appears to be a dark red stain inside of the peak housing between electrode rings #2 and #3. This lab finding is not indicative of a reportable event. Second issue, the smart touch bidirectional catheter could not be deflected properly. The issue was resolved by changing the catheter. Additional clarification was requested, but no additional information was provided. Upon product receipt, the bwi failure analysis lab noted on (B)(6) 2014 the returned catheter condition of the shaft bent and cracked open about 19mm from the transition area with the lumen leaving the internal parts exposed. Additional clarification was requested on this returned catheter condition, but no additional information was provided. At this time, the catheter had not been approved by the us FDA and was not marketed in the us therefore this complaint was not MDR reportable. On (B)(6) 2014 additional information was received on this returned catheter.

Manufacturer narrative:
The reported lot number for both the smart touch bidirectional catheters are 15992218m. Refer to evaluation summary: concomitant products: c3 eco interface cable, mfg #:d-1344-01-s, lot #: 15962153l; lasso navigational eco catheter, mfg #: d-1349-02-s, lot #: 15964455l. Manufacturer's ref. No: (B)(4). Event description continuation: condition. The catheter was not withdrawn from the patient with difficulty. It was confirmed that there was no patient consequence. It was unknown which sheath was used. It was unknown if this condition was noted prior to use of the catheter. It was unknown if this condition was noted upon withdrawal of the catheter. It was unknown if this condition was noticed prior to sending the catheter to the bwi failure analysis lab. Since the additional information was received on (B)(6) 2014, this product complaint was re-assessed for reportability. This product is now marketed in the u.s. After re-assessment, the initial product complaint of deflection issue remains as a not reportable event but the returned catheter condition of the shaft being cracked open leaving internal parts exposed is now indicative of a reportable event. The awareness date is (B)(4) 2014. Third issue, the lasso navigational eco catheter was not recognized due to the magnetic sensor error. The issue was resolved by changing the catheter. This reported complaint is not indicative of a reportable event . Fourth issue, the noise occurred over all of the ecgs both on the body surface (bs) and the intracardiac signals when the c3 interface cable was connected to the lasso navigational eco catheter. The issue was resolved by changing the cable to another one. Additional clarification was requested, but no additional information was provided. This reported complaint is not indicative of a reportable event . Second issue, the smart touch bidirectional catheter could not be deflected properly. Upon receipt, the device was visually inspected and the shaft was bent and cracked open about 19 mm from the transition area with the lumen, leaving internal parts exposed. This condition was not originally reported by the customer. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. It remains unknown how the shaft was damaged. Due to the wires exposed, an electrical test was performed and catheter passed. Then per the reported event, a deflection test was performed and the catheter failed. Catheter was dissected and it was noticed that the t bars slid down from its place. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed and avoid twisting the catheter to prevent any damage. The reported customer complaint has been verified. Internal corrective actions have been opened to address the thermocool smarttouch broken shaft issue and the t bar issue.